Event description:
Administered ordered insulin dose. After administering insulin, nurse tried to activate the safety then accidentally suck right middle finger. The new insulin syringes are very tiny and can increase the chances of needle sticks.